Manufacturer narrative:
(B)(4). A visual evaluation of the returned device found that the guide catheter was detached from the pull wire. The detached guide catheter was kinked in several locations. The push catheter and the pull wire were bent in several locations. The pull wire was broken and the proximal section of the broken pull wire was missing. The investigation concluded that some procedural/anatomical factors were most likely encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend/coil leading to kinks and bends in the device. Bound by the kinks and bends, the device would become difficult to deploy the stent. Forcible attempts to deploy the stent likely caused detaching of the guide catheter and breaking of pull wire. Therefore, 'operational context' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed no anomaly was found.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an unknown procedure performed on (B)(6) 2016. According to the complainant, during the procedure and upon deploying the stent, the guide catheter detached from the delivery system and lodged inside the stent. The detached guide catheter was retrieved with a gastrocamera and the procedure was completed with the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an unknown procedure performed on (B)(6) 2016. According to the complainant, during the procedure and upon deploying the stent, the guide catheter detached from the delivery system and lodged inside the stent. The detached guide catheter was retrieved with a gastrocamera and the procedure was completed with the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.